Event description:
It was reported that while using the zimmer pulsavac plus unit, the battery pack had produced heat. The surgery was completed with another pulsavac plus. Additional clinical follow up with the hospital indicated that the customer reported cutting the battery cable post procedure because the battery pack ran hot.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.